Event description:
Initial report received on 10/11/2010: this case was reported by a division of evidence based medicine in dermatology (B)(6) via the (B)(6) health authority (B)(6). This group is conducting an injectable filler safety - study. The aim of the study is to register adverse events to these injectable filler materials in the german-speaking areas of europe. This case involves a (B)(6) female pt. On an unspecified date, before 2002, the pt had been treated with poly-l-lactic acid (sculptra, batch-no. Unk) and collagen; application site: unk. The pt suffered for the first time from nodules (B)(4). Further cosmetic treatment was performed in (B)(6) 2006 with hyaluronic acid (restylane), location: nasolabial fold bilateral, corner of mouth bilateral as well as upper lip. Observed adverse events: nodules / induration of moderate intensity in the area of upper lip and corner of mouth bilateral, nodules/induration as well as discoloration of mild intensity in the area of the nasolabial fold bilateral. The adverse events located in the area of the nasolabial folds occurred in (B)(6) 2006. Two months later, in (B)(6) 2006, the reported events happened in the area of the upper lip and corner of the mouth bilateral. Corrective treatment included steroid injections (only upper lip and corner of the mouth). The events located at the nasolabial folds were not treated. Outcome: ongoing/recovering at the time of the report ((B)(6) 2007). Assessment (from division of evidence based medicine in dermatology): the events were less probable related to the treatment with poly-l-lactic acid.